Manufacturer narrative:
Failed battery test due to corroded battery tube spring. Unable to confirm unexpected battery power loss or perform the self test, displacement test due to failed battery test anomaly. Pump passed stop current and run current test. No blank display anomaly noted. Pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window.

Event description:
Customer reported via phone call for unexpected battery power loss. Customer's blood glucose was unknown. Customer reported that the pump turned off without alarm 2 times. The insulin pump will be returned for analysis.